Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. The customer's blood glucose level was between 140 to 450 mg/dl.